Manufacturer narrative:
On 10 november 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip (stem and head) revision surgery occurred 3 years after primary cementless total hip arthroplasty in a (B)(6) year-old man. Radiographic images show the presence of reduced bone mineral density in the proximal femur especially in the trochanteric region but also, unusually, along the medial cortex. Radiolucent lines are visible in grenz zones 8 and 14. Aseptic loosening is a possible, literature described adverse event after cementless tha and reasons are often unknown. The cause of this event cannot be determined. Batch review performed on 20 november 2017. Lot 140769: (B)(4) stems produced and released on 10 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) stems of the same lot have been sold without any similar issue.

Event description:
The patient complained of chronic pain. Revision surgery was performed due to stem loosening.

Manufacturer narrative:
Visual inspection performed on (B)(6) 2017 by (B)(6) project manager. The components were analyzed. Dry blood was present on the surface of all the explanted devices. Some signs of removal were noticed in the area close to the taper; no other particular signs were noticed and from the received parts it is not possible to determine the root cause of the event.

Event description:
The patient complained of chronic pain. Revision surgery was perforemd due to stem loosening.